Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? From the event description below, it appears the difficulty reported was with the primary device packaging (tyvek). Is that correct? Did the opening you reported affect the seal/product sterility? How was the scheduled procedure completed, did the customer use another securestrap? Provide scheduled procedure if known? Confirm no patient consequences?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the absorbable straps were used. Prior to the procedure, after opening the box, the device was open from the tip side one inch. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: lot number? = jdk870. From the event description below, it appears the difficulty reported was with the primary device packaging (tyvek). Is that correct? = yes. Did the opening you reported affect the seal/product sterility? = yes. How was the scheduled procedure completed, did the customer use another secure strap? = yes, surgeon had used another secure strap. Provide scheduled procedure if known? = umbilical hernia. Confirm no patient consequences? = no. Upon visual inspection of the package, it was observed that the foil package was damaged, sterile barrier was compromised because open seal was shown cause by the cannula cap. This is an issue related to the manufacturing process.